Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display became nonfunctional with black vertical lines that impeded navigation, consistent with a screen visibility hardware failure that prevented pump operation; the patient transitioned to subcutaneous insulin via pens and continued cgm use with a dexcom g7. Symptoms included hyperglycemia, with a reported maximum glucose of 370 mg/dl over approximately 24 hours, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included interruption of insulin delivery from the ilet and use of backup insulin therapy, without medical intervention or hospitalization. Investigation included collection of event details, device history review, and return logistics for device evaluation. Investigation of this device revealed a display malfunction of the pump¿s screen component that rendered the user interface unreadable and the pump unusable. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.